Event description:
It was reported that during an orif of the ankle, the surgeon started the screw in by hand, but when he used the power tool to finish inserting the screw, the screw broke. The screw fragment remains in the bone, and the surgeon was unable to retrieve it. The fragment lodged in an off center manner from the drill hole, so the surgeon did not have to re-drill to insert another screw. The screw was then inserted, and the surgeon was able to complete the procedure with no further problem. X-ray of fragment in bone is attached to file. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. Implant date unknown.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR (B)(4)

Event description:
Procedure was reported to be open reduction internal fixation of the ankle.